Event description:
The customer reported that the system shut down during a case. The system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.